Manufacturer narrative:
(B)(4).

Event description:
During a revascularization to the left sfa three in.pact admiral paclitaxel-eluting pta balloon catheters were used. Approximately 9 weeks later patient death occurred.

Manufacturer narrative:
The previously reported death occurred following sepsis. Medication was given as treatment for the sepsis. (B)(4).